Manufacturer narrative:
From the information supplied this was an infection which resulted in the removal of the head, wash out and new head put in. All manufacturing process have been completed according to validated specifications. There for bioball system components are not estimated to have caused or contributed to the infection.

Event description:
From the information supplied this was an infection which resulted in the removal of the head, wash out and new head put in.